Event description:
It was reported that stent damage occurred. A 2.50mm x 24mm promus premier stent was selected for the procedure. Upon opening the package, it was noted that the stent was very irregular and the struts were sticking up. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).